Event description:
Rep reported that surgeon began using the codman saw to open the sternum. Approximately 3/4 of the sternum was opened when the saw head (upper part of saw that contains the collet) became disconnected from the saw handle (throttle) just above where the safety lock is located.

Manufacturer narrative:
It has been communicated by the hospital that there were no adverse consequences to the pt. In addition the hospital has stated that the device was more than 10 years old and repaired by an unauthorized repair facility. In addition, it was stated that the device was repaired using non codman supplied parts, which may have caused or contributed to the device failure. Also, it has also been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.